Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-04457. It was reported that recapture difficulties and an embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was positioned in the laa and a 30mm watchman ® laa closure device & delivery system (wds) was advanced and deployed. The closure device deployment was too proximal, so they attempted a full recapture; however, the closure device was as unable to be pulled back into the was. They re-deployed the closure device in the left atrium and tried to do another full recapture, again the closure device would not pull back into the sheath. Since the closure device was mostly in the sheath, they started pulling the sheath back across the septum when the closure device became separated from the core wire. Only half of the closure device was inside the sheath,when biopsy forceps were introduced into the sheath to try and retrieve the closure device. The closure device ended up getting pushed out of the sheath and expanded in the right atrium. The closure device was eventually snared out of the right atrium and removed from the body. The patient was fine, so access was obtained again with another was and they successfully implanted a new 30mm closure device. No further patient complications were reported. The patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a watchman delivery system with the implant out of the sheath and detached from the core wire. The device and implant was bloody, and the implant was found to be consistent with the reported information. The hub/valve, sheath, tip, core wire and implant were microscopically, tactile and visually inspected. Inspection revealed tip damage (tricuts flared/ abrasions/tears), numerous small kinks in the sheath, implant anchor damage and implant fabric damage (snag). There was no damage to the core wire threads or the implant threads. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MFR: 2134265-2018-04457. It was reported that recapture difficulties and an embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was positioned in the laa and a 30mm watchman ® laa closure device & delivery system (wds) was advanced and deployed. The closure device deployment was too proximal, so they attempted a full recapture; however, the closure device was as unable to be pulled back into the was. They re-deployed the closure device in the left atrium and tried to do another full recapture, again the closure device would not pull back into the sheath. Since the closure device was mostly in the sheath, they started pulling the sheath back across the septum when the closure device became separated from the core wire. Only half of the closure device was inside the sheath,when biopsy forceps were introduced into the sheath to try and retrieve the closure device. The closure device ended up getting pushed out of the sheath and expanded in the right atrium. The closure device was eventually snared out of the right atrium and removed from the body. The patient was fine, so access was obtained again with another was and they successfully implanted a new 30mm closure device. No further patient complications were reported. The patient's status is fine.